Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. Usb (universal serial bus) charger and usb cable were not returned with the reader. No evidence of too hot to hold was observed. Performed built-in reader test and the test passed. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no evidence of fire was observed. The battery voltage was measured and the result was within the specification range. Reader was monitored under thermal camera during operation and temperature was observed to be above 30°c. Off-current was measured to be within the specified range. An extended investigation was performed. A review of the case history was performed. Hot spots were present. The adc charging cable and adapter were not returned. A visual inspection was performed using digital microscope and no damage was observed on the exterior or the pcba of the returned reader. The uploaded reader log file was reviewed. No issues were observed. The device was brought to a lab bench for testing. The battery voltage was measured and the result was within the specification range. The returned reader was observed to power on with a button press, charging cable, and strip test. A thermal camera was used to review the readers temperature when the reader was powered on and while charging. No hot spots were observed on the pcba. Off-current consumption testing was performed to check the current draw of the returned reader and the result was within the required specification. A reader self-test was performed and passed with no issues observed. The current consumption test was within specification and the reader functioned as intended. No evidence of product malfunction was observed during the investigation. The user complaint "that the reader is too hot to hold¿ was not observed. Therefore, this issue is not confirmed. The cable and adapter has been requested back for an investigation and the customer agreed to return the device; however, at this time cable and adapter has not yet been received. Furthermore, an extended investigation was performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter meet specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.